Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 6 was not open and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary legacy full height drawer 6 was not detected on the bus. The field service engineer (fse) had attempted a shutdown and reboot, but the issue persisted. The fse replaced the pyxis module control (pmc) board and the flex cable; however, this did not resolve the issue. The drawer was determined to be unrecoverable. The fse checked the cake and connections and ultimately replaced the drawer to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 6 was not open and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.